Event description:
A neurosurgeon at (B)(6) in (B)(6) used the globus spine robot to place pedicle screws. A screw was misplaced by the robot into the canal, most likely piercing the spinal cord and causing lower extremity paralysis. This is at least the second robot misplaced screw I have seen in a year with significant body harm.